Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The device image showed the backup vvi was caused by a power-on reset during charging for hv therapy. The reset could be replicated on the bench before the device cut open. After cut open, the device charged and delivered hv therapy normally. A temperature cycling test was performed. The device was re-tested on the bench and delivered hv therapy normally. The cause of the reset was not determined as it was not reproduced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced a vibratory alert and thus presented in hospital. There the device was interrogated and found to be in back-up vvi with high voltage therapy disabled. Per the physician's requested, the device was restored until the device could be explanted and replaced. In the event, a capacitor maintenance check was performed and the device went into back-up vvi again. The device was again restored via a download. The device was explanted and replaced on (B)(6) 2017 and the patient was in stable condition before, during and after the procedure.